Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 was defective. The following information was provided by the initial reporter: material no: 302995, batch no: 0300257.   It was reported that a defective 10 ml luer lock bd syringe was found in supplies.